Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins could have moved due to weight gain or loss. It was also reported that the issue with the patient's leg and back was not resolved. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having trouble charging and there was poor coupling. The patient reported she was considering having the ins removed. The patient reported getting 6/8 coupling in the past, and reported that keeping the desktop charger connected while recharging did not resolve the issue. The antenna locate feature was used, and the ins successfully located, but coupling did not improve. The highest value seen was 76, and the starting value was 74. The patient was still getting 0/8 coupling. Charging best practices were reviewed and the patient was issued a new antenna, as it was reported the antenna was damaged. The patient also reported that her leg and back were "getting a little wacky," and the patient went to therapy to help with her back. Additional information received stated that the new an tenna did not resolve the issue. The patient was getting 82 with antenna locate, but 0/8 coupling. The patient noted she had gained 55lbs after quitting smoking. Patient was issued a new recharger. Additional information received stated that the new recharger did not resolve the issue. The patient was redirected to her healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.